Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning, caused due a leakage occurred from biopsy channel and the reprocessing was not completed. However, a definitive root cause could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found peeled ce labels that need to be replaced with non-ce labels, a slow leak at the biopsy channel, switch 1 had a cut, the forceps passage had a leak, low angulation, play at the control knob, grinding at the up/down knob when engaged, deep dents and scratches on the distal end plastic cover, a big chip on the objective lens, very tiny chips at the edge of the light guide lens, the glue was peeled and white on the bending section cover, insertion tube and plastic distal end cover, the insertion tube had severe buckles and was dented, the control body had dents and scratches, the scope cover was opened and the grip was dry, the light guide tube had surface scratches, the scope connector had dents and scratches including the plug unit, and the customer label was dry. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clogged nozzle. There were no reports of patient involvement.